Manufacturer narrative:
Implant date: if implanted; give date: na (not applicable). The lens was not fully implanted or the procedure completed. The lens was inserted and removed within the same procedure. Explant date: if explanted; give date: na (not applicable) the lens was not fully implanted; therefore, was not explanted. The lens was inserted and removed within the same procedure. (B)(4). Device evaluation: the intraocular lens (iol) was discarded at the surgery site; therefore, was not returned for an investigation. The customer's reported complaint could not be verified. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviations or non-conformity reports found in the review that were related to this complaint. The units were released according to specification in compliance with the product intended use as required. A search revealed no other complaints for this production order have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. The dfu provides the recommended products to use in conjunction with the iol. Based on the results of the investigation, the reported complaint was not verified and there was no indication of product deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced as during insertion it was noted that the lens was crimped. The lens was discarded by the facility. A platinum cartridge was noted to be used to facilitate the insertion of the lens, which is not the recommended cartridge for use with this lens. An incision enlargement was required. No further information was provided.